Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. Device evaluated by MFR.: synergy ous mr 2.25 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The most distal stent strut was deformed and lifted from the stent profile. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found a kink 188mm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80%s stenosed, 38x2.25mm target lesion was located in the severely tortuous and calcifying left anterior descending artery. A 2.25 x 38 synergy drug eluting stent was advanced for dilation. However, the stent "scratched" the lesion and the distal end became lifted. The procedure was completed with another of the same device. No patient complications reported. The patient status is stable.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The 80%s stenosed, 38x2.25mm target lesion was located in the severely tortuous and calcifying left anterior descending artery. A 2.25 x 38 synergy drug eluting stent was advanced for dilation. However, the stent "scratched" the lesion and the distal end became lifted. The procedure was completed with another of the same device. No patient complications reported. The patient status is stable.